Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump displayed a message that the basal was cancelled. The reporter was advised to contact the health care provider for an alternative insulin delivery plan. There was no further information provided. Animas customer support made several attempts to contact the reporter in follow-up, but was not successful. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: the black box showed dates from (B)(6) 2016 to (B)(6) 2016. The black box data and download data for the event date on (B)(6) 2014 has been overwritten due to continued pump use. The available alarm history showed several occlusion alarms. The pump was exercised for 24-hour duration period with no basal cancelled messages or errors, alarms or warnings duplicated during this time period. Investigation was unable to confirm or duplicate the complaint. Information from the event date has been overwritten. Unrelated to the original complaint, the display screen was discolored and the battery compartment was cracked.